Manufacturer narrative:
Product investigation summary: the following complaint device(s) were received for evaluation: one reduction forceps with serrated jaw 240mm-speed lock (part: 399.051 / lot: a7fa01). One reduction forceps 240mm-speed lock awsl (part: 399.05 / lot: 2084). The complaint condition for both devices may have been associated with the instruments being disassembled for sterilization and being misassembled afterwards; resulting in both the stop nut and adjusting nut to fall off. The reduction forceps with serrated jaw 240mm-speed lock and the reduction forceps 240mm-speed lock awsl are instruments contained within the large fragment locking compression plate (lcp) set. The returned instruments were received with both the stop nut and adjusting nut missing from the device, which prevents the device from functioning as intended. The rest of the device appears to be in good condition with minor signs of wear and tear. No definitive root cause can be determined. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause can be determined; however, it may have been associated with the instruments being disassembled for sterilization and being misassembled afterwards resulting in both the stop nut and adjusting nut to fall off. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The DHR information reported on the previous medwatch was submitted in error as it corresponded with the other device associated with this complaint. The DHR review for this part (399.05 with lot 2084) could not be conducted as the lot did not match with the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was attempted. The report indicates that the: manufacturing date: jan 04, 1996. The device history record review could not be performed as the records could not be identified due to the age of the instrument is approx. 20 years old. Lot #a7fa01. A DHR review is not possible as the lot # does not correspond with a synthes (B)(4) device. Manufacturing location is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia open reduction and internal fixation procedure, the stopper of the end of two reduction forceps instruments came off allowing the speed locking nuts on the devices to fall off. All pieces fell onto the floor and not into the patient. A back up device was used to complete the procedure successfully with no delay and no harm to the patient. This report is 2 of 2 for (B)(4).